Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic on (B)(6) 2015. The patient had a history of noise on the right ventricular lead. Upon device interrogation, the right ventricular lead exhibited noise resulting in pacing inhibition. The device was reprogrammed. The lead exhibited loss of capture and pacing inhibition over next few days with the new programming. The patient was asymptomatic. Review of the electrocardiograms revealed an alert for low impedance on the lead. The lead was capped and replaced on (B)(6) 2015.